Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open total hip and total knee procedure, the patient experienced infection and wound healing complications.